Manufacturer narrative:
The blade subject to this complaint has not yet been returned for eval. An image of the blade has been made available. This image confirms that the blade tip and both mount tabs had broken off. A documentation review confirmed that no issues were identified which may have contributed to this event. The root cause of this event is determined to be multi-factorial. Handpiece: system 6 saw.

Event description:
It was reported that the blade broke at both the blade tip and at the mount section during a total knee replacement procedure. It was further reported that no blade pieces fell into the surgical site and that all pieces were recovered. No adverse consequences were reported and the procedure was successfully completed.